Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the central venous catheter puncture (long-term catheterization), the patient experienced difficulty in feeding the guide wire into the puncture needle, and the puncture needle was removed. It was found that the guide wire could not be removed or pulled out from the puncture needle, and the guide wire slipped after being pulled out with force. There was no reported patient outcome.